Manufacturer narrative:
The event is currently under investigation.

Event description:
During the repair of an occluded stent in the vena cava, the user facility was accessing through the right femoral vein. When the user facility was pulling out the device, it would not come out. The user facility pulled so hard that the hub came off. There was no harm to the pt. Aside from the hub, the rest of the device came out in one piece. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.